Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
During a post-market clinical evaluation of the treatment of tibia fractures with the t2 alpha tibia nailing system a delayed union (no bone consolidation within 4 months) was noticed. On (B)(6) 2021 subject underwent a staged repair of left tibia nonunion. Removal of antibiotic spacer. Left femur intramedullary bone graft.